Event description:
Caller alleging discrepant inratio values. Inratio: 2.0 - 2.9 range; lab: 4.0 - 5.9 range per patient self tester. Time between tests unknown. Patient's therapeutic range: 2.5 - 3.5. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion: the customer did not provide reference results. For this reason, product support is unable to determine the accuracy of the inratio results without additional information. It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for lot#355401 did not uncover any relevant non-conformances. Lot meets release specification. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.